Event description:
Procedure type: hysterectomy. According to the reporter: needle broke. Needle fragment fell into the cavity. No device fragment or component was left in the pt. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).